Event description:
It was reported an issue with optilene suture. The client reported that during the procedure: double lung transplant, the suture frayed deveral sutures of the same size and from the same batch exhibited this problem. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples and a tube with used suture (the thread is broken but not show splitting). To evaluate the conformity of the closed units, we performed the following tests: knot pull tensile strength results conducted on the closed samples received are 1.95 kgf in average and 1.90 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.31 kgf in minimum. Needle attachment results conducted on the closed samples received are 1.85 kgf in average and 1.37 kgf in minimum and fulfil ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. We have not found splitting on thread surface on the closed sample received before and after performing tests. Sewing test on artificial skin tissue has been conducted with the closed samples analyzed and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the product specifications and the open sample is manipulated and is not possible to determine the root cause. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.